Manufacturer narrative:
Investigation evaluation: the investigation is on-going. A follow up report will be generated once the investigation is completed. A review of the potential device history records was conducted. A discrepancy or anomaly was not observed with the products that were released for distribution. Investigation conclusion: we cannot adequately determine a root cause at this time because the investigation is still in process. Prior to distribution, all tri-tome pc triple lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: a follow up report will be sent to provide information regarding corrective action when the investigation is completed.

Event description:
During multiple endoscopic retrograde cholangiopancreatography (ercp), the physician used seventy (70) cook tri-tome pc triple lumen sphincterotomes. The sphincterotomes were faulty. On 09/28/2016, we received the following: "the problem of tri sphincterotomes is only wrong orientation when out of the duodenoscope. The orientation is on the left at 9 o'clock not 12 [see related MDR 1037905-2016-00410]. The 80-90% of these sphincterotomes [70 devices] have this problem."

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. Based on the initial reporter's statement of "80-90% of cook tri-tome sphincterotomes resulting in the incorrect orientation", an evaluation was complete on unused cook tri-tome sphincterotomes. Twenty eight (28) tri-tome sphincterotomes were evaluated for incorrect cutting wire orientation from the following lot numbers: w3774075, w3779222, w3776908, w3767256, w3781010, w3775762, and w3768837. Testing was completed utilizing an olympus tjf-20 4.2 mm endoscope and a simulated gastrointestinal track to simulate the sphincterotome in relation to the papilla. Each sphincterotome was individually placed down the endoscope and the orientation was noted when the sphincterotome exited the endoscope, as well as when the orientation of the cutting wire when bowed in the papilla. Five (5) of the twenty-eight (28) did not orient correctly between the appropriate 11-1 o'clock range. The five (5) incorrectly oriented devices were from various lots, therefore of the lots tested, no entire lot was nonconforming. A health risk assessment is in process to determine if further action is necessary. A follow up report will be generated once this assessment has been concluded. A review of the potential device history records was conducted. A discrepancy or anomaly was not observed with the products that were released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. This investigation is still in process. Prior to distribution, all tri-tome pc triple lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: a follow up report will be sent to provide information regarding corrective action when the investigation is completed.

Manufacturer narrative:
Investigation evaluation: based on the initial reporter's statement of "80-90% of cook tri-tome sphincterotomes resulting in the incorrect orientation", an evaluation was completed on unused cook tri-tome sphincterotomes. Twenty eight (28) tri-tome sphincterotomes from our laboratory shelf stock were evaluated for incorrect cutting wire orientation from the following lot numbers: w3774075, w3779222, w3776908, w3767256, w3781010, w3775762, and w3768837. These were not complaint devices from the field. Testing was completed utilizing an olympus tjf-20 4.2 mm endoscope and a simulated gastrointestinal track to simulate the sphincterotome in relation to the papilla. Each sphincterotome was individually placed down the endoscope and the orientation was noted when the sphincterotome exited the endoscope, as well as when the orientation of the cutting wire when bowed in the papilla. Five (5) of the twenty-eight (28) did not orient correctly between the appropriate 11-1 o'clock range. The five (5) incorrectly oriented devices were from various lots, therefore of the lots tested, no entire lot was nonconforming. A health risk assessment was completed regarding this event. This health risk assessment concluded that no further internal or external action is necessary. In addition, seventy (70) devices from six (6) different lot numbers were received for evaluation from the user facility. Each of these devices were sealed in their pouches and unused. The seventy (70) unused returned devices were evaluated in the laboratory for incorrect cutting wire orientation. During the laboratory analysis, each sphincterotome was advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2 mm in diameter (model number olympus tjf-160v). The orientation when the catheter exited the endoscope was observed. The device was then bowed and the orientation of the cutting wire was observed as well. Appropriate cutting wire orientation is from approximately 11:00 - 1:00 o'clock. The returned sealed pouches were divided according to the lot numbers and the results of the evaluation are as follows: from lot number w3732970, sixteen (16) sealed devices were returned. Of these sixteen (16) devices, fifteen (15) were found to have correct cutting wire orientation, in a range of 12 to 1 o¿clock when exiting the scope and a range of 11 to 1 o¿clock when the tip of the device was bowed. One (1) device was found to have incorrect cutting wire orientation. This device exited the scope at 12 o¿clock and oriented at 9 o¿clock when bowed. From lot number w3750574, seventeen (17) sealed devices were returned. There were no devices that were found to have oriented incorrectly from this lot. Each of the seventeen (17) devices were found to orient in a range of 11 to 1 o¿clock when exiting the scope, and 11 to 1 o¿clock when the tip was bowed. From lot number w3752931, three (3) sealed devices were returned. There were no devices that were found to have oriented incorrectly from this lot. Each of the three (3) devices were found to orient in a range of 12 to 1 o¿clock when exiting the scope, and at 1 o¿clock when the tip was bowed. From lot number w3751837, seventeen (17) sealed devices were returned. There were no devices that were found to have oriented incorrectly from this lot. Each of the seventeen (17) devices were found to orient in a range of 12 to 1 o¿clock when exiting the scope, and 12 to 1 o¿clock when the tip was bowed. From lot number w3740939, eight (8) sealed devices were returned. There were no devices that were found to have oriented incorrectly from this lot. Each of the eight (8) devices were found to orient in a range of 12 to 1 o¿clock when exiting the scope, and 11 to 1 o¿clock when the tip was bowed. From lot number w3740942, nine (9) sealed devices were returned. Of these nine (9) devices, eight (8) were found to have correct cutting wire orientation. One (1) device was found to have incorrect cutting wire orientation. This device exited the scope at 12 o¿clock and oriented at 9 o¿clock when bowed. The catheters for each of the seventy (70) returned sphincterotomes were subjected to a close visual examination, and twisting of the tubing was not observed. A discrepancy or anomaly that could have contributed to this observation was not found during our laboratory analysis of the returned product. The device history records for the lot numbers said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for these observations could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: ¿note: do not apply manual pressure to tip or cutting wire of sphincterotome to influence orientation, as this may result in damage to device.¿ other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use state: "upon removing device from package, uncoil and straighten sphincterotome. Carefully remove precurved stylet fro cannulating tip." ¿note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable.¿ prior to distribution, all tri-tome pc triple lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history records confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. Based on the initial reporter's statement of "80-90% of cook tri-tome sphincterotomes resulting in the incorrect orientation", an evaluation was completed on unused cook tri-tome sphincterotomes. Twenty eight (28) tri-tome sphincterotomes were evaluated for incorrect cutting wire orientation from the following lot numbers: w3774075, w3779222, w3776908, w3767256, w3781010, w3775762, and w3768837. Testing was completed utilizing an olympus tjf-20 4.2 mm endoscope and a simulated gastrointestinal track to simulate the sphincterotome in relation to the papilla. Each sphincterotome was individually placed down the endoscope and the orientation was noted when the sphincterotome exited the endoscope, as well as when the orientation of the cutting wire when bowed in the papilla. Five (5) of the twenty-eight (28) did not orient correctly between the appropriate 11-1 o'clock range. The five (5) incorrectly oriented devices were from various lots, therefore of the lots tested, no entire lot was nonconforming. A health risk assessment was completed regarding this event. This health risk assessment concluded that no further internal or external action is necessary. A review of the potential device history records was conducted. A discrepancy or anomaly was not observed with the products that were released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all tri-tome pc triple lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.